Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle cant retracted. Patient status/ intervention: change new needle.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty activating the safety mechanism was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample. The safety mechanism was engaged and fully covered the needle tip. The needle shaft was bent at the exit site from the needle housing. Microscopic inspection of the sample revealed longitudinal scoring marks in the bent region of the needle shaft. The safety mechanism was activated upon receipt of the sample at bd; however, the bend in the needle shaft and the longitudinal scoring marks suggested that some resistance was likely encountered during safety activation. The cause of the bend was not identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported that the needle can¿t retracted. Patient status/ intervention: change new needle.